Event description:
A physician questioned an initial imx bhcg assasy result of 914 mlu/ml. The patient (possible ectopic pregnancy) was redrawn and tested two days later and generated a result of 5580.10 mlu/ml. An ultrasound was performed and confirmed a viable pregnancy. The initial sample was retested and generated a result of 3124 mlu/ml. All controls were within specifications on all runs. There is no impact to patient management reported.